Event description:
A hta pro cerva procedure set unit was used during a hysteroscopy procedure. According to the complainant, approximately six and half minutes into the ablation, a slight leak for approximately 2 seconds, was observed by the sales rep and the physician. The procedure was aborted after this event. The sheath was removed after the machine was cooled down. At this point, the physician noticed a small burn on the cervix. The degree of the burn is unk. The physician applied a brown color liquid with a cotton swab to treat the burn. F/u info received on october 06, 2009 confirms that an alarm was displayed for a fluid loss approximately 6 minutes into the ablation. The physician noticed a leak at the cervix and aborted the procedure. The anatomy of the cervix was normal. A 'brown colored liquid' was used to treat the burn. (Exact name of the treatment is unk). Although an attempt was made to obtain further follow up regarding degree of burn, there is not further info regarding this event.

Manufacturer narrative:
The lot number is not known, therefore, device manufacturing and expiration dates are not known. The complainant indicated that the device has been disposed, and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any add'l relevant info is received, a supplemental medwatch will filed.